Event description:
Pt with coronary atherosclerosis had a planned stent of the right coronary artery. Experienced a premature rupture of the balloon before reaching 8atm. While trying to remove it, it occluded the internal diameter of the guiding catheter, preventing removal of the stent balloon catheter. The balloon tip was inadvertantly severed during this process. Tip retrieved from the coronary artery only by eventually removing the guiding catheter, balloon catheter, and wire. Sales rep on site later that day and took device for further evaluation.